Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces.no button error alarms or display ramping on its own anomaly noted. Unit received with moisture damage on interface board, cracked case at display window corners, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer accidentally washed his pants with the insulin pump inside his pocket. When the customer tried to bolus, the numbers on the insulin pump's screen continued to scroll. His blood glucose level was 140 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.